Event description:
Spontaneous. Patient reported a defective whisperject device (no details given). Unknown if pt missed a dose; no adverse events reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.